Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The maryland bipolar forceps instrument was analyzed and found to have damage of the conductor wire's insulation at the yaw pulley. There was no material missing, and the conductor wires were exposed. The conductor wire insulation was damaged, but the wire was not torn or fully broken. The instrument passed an electrical continuity test. Components adjacent to the damaged wire insulation do not show damage. The complaint was confirmed by failure analysis. The probable root cause of damaged conductor wire insulation is attributed to damage from mechanical impact. Accidental drops of the instrument or inadvertent collisions with other instruments or hard surfaces during handling or usage can damage the insulation.

Event description:
It was reported that during central processing, the maryland bipolar forceps instrument had a nick in the black cable with possible break anticipated. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: there was a small "chunk" out of the cable. It was found in the central sterile. The cable was intact. There were no other (silver-non-energy) cables broken, frayed, or loose at the instrument's wrist. It is unknown if there was a loss of cautery associated with the damaged cable. It is unknown if there were signs of thermal damage at the site of insulation damage. It is unknown whether the instrument collided with any other instrument or tool during the procedure. It is unknown if there were problems removing the instrument through the cannula. It is unknown if there was a fragment had fallen inside the patient¿s anatomy.